Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was working. A field service engineer (fse) verified functionality in hardware test application (hta) and confirmed proper operation. Fse then rebooting into the application, had the customer turn the device back to bio ID to login and the customer tested it without any issue. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es (B)(6) fingerprint scanner was not working, with no light on the device, and the option to require a witness was also not functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.